Manufacturer narrative:
The actual device is in process of being returned. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the doctor was doing a procedure when the shaft received energy and burnt the corners of the childs lips. Minor burn to the lips."

Manufacturer narrative:
The device was returned and evaluated. It was inspected and found to have no wiring appearing to be coming out from the top of the hand piece. Devices appeared as designed. Additionally, based on claims from the user, a megadyne protected tip was used. Per medagyne, they recommend the use of e-z clean electrodes with the megapower electrosurgical generator and megadyne accessory devices (i.e. Electrosurgical pencils and return electrodes). Therefore, compatibility with 22-esp1h is not claimed. However, out of an abundance of caution, additional inspection was completed on a megadyne electrode to ensure dimensional and fit check. It was confirmed the electrodes are equivalent to the ones provided from 22-esp1h. The complaint could not be confirmed, and root cause could not be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.